Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope was incorrectly/insufficiently reprocessed. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The reported failure was confirmed during an onsite inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user did not user proper connectors for their tabletop reprocessing machine and store the device according to the user manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.